Event description:
Customer reported that the meter went through batteries quickly. Customer reported that she did not wear a sensor due to the beeping and false predictive low alerts. Customer only calibrated twice a day and was advised to calibrate 3-4 times. Customer had received weak battery alerts. Customer was advised to clean the battery cap and was assisted in turning the alerts to silent. The blood glucose reading was not known at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.